Event description:
During the deployment of a 23mm sapien valve via the transaortic approach, the valve moved aortic resulting in paravalvular leak (pvl); a second valve was placed. Transaortic access was gained and a balloon aortic valvuloplasty was performed without incident. The sapien valve was positioned 50:50 and deployed with a final 80:20 aortic/ventricular (a/v) position. Post deployment transesophageal echocardiogram (tee) revealed 3+ pvl with very distinct jets observed. Following the review of the deployment angiogram, a second sapien valve was positioned and deployed approximately 1 to 2 frame strut rows lower, with a final 60:40 a/v position. Post deployment tee indicated the pvl was reduced to trace-mild. It was reported that the coaxial alignment of the delivery system (ds) was fair during positioning of both valves. Attempts to adjust the initial valve position with the sheath and wire were not successful. Further adjustments were made as the valve was deployed, however, the valve still landed too aortic. The patient¿s native annulus measured 19.5mm by tee, valve area of 385mm2 by 3mensio, and 19.3mm x 24.6mm by CT (valve area of 373mm2). Bulky annular calcification, severe native leaflet calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (fair coaxial alignment of the ds and initial valve), in additional to patient factors (e.g. Bulky annular calcification, severe leaflet calcification and severe mac) likely contributed to the valve malposition and subsequent pvl. A second valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.